Event description:
It was reported that sensing anomalies on the discrimination channel were noted on the device resulting in inappropriate high voltage (hv) therapy and arrhythmia. An additional shock delivered by the device was ineffective at converting the rhythm. The arrhythmia was terminated by another shock delivered by the device. The device was reprogrammed. The patient was in stable condition.